Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. User reported an allergy because of white adhesive patches that caused the infection in the insertion site.user also mentioned that due to the allergic reaction, blood and pus came from the open incision.user doesn't have any other infection and was treated with antibiotic cream for the insertion site prescribed by health care professional and the incision is fully healed around five days after the appointment.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. No further investigation is required.

Event description:
On (B)(6) 2022,senseonics was made aware of an adverse event where user reported an allergy because of white adhesive patches that caused the infection in the insertion site.user also mentione that due to the allergic reaction, blood and pus came from the open incision.user doesn't have any other infection and was treated with antibiotic cream for the insertion site prescribed by health care professional and the incision is fully healed around five days after the appointment.